Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that, on the electrogram (egm), noise and oversensing were noted on the right ventricular (rv) channel. The oversensing resulted in greater than 2 seconds of asystole. The physician suspected the noise/oversensing were due to something in the environment, and not the result of a lead failure. However, this was not confirmed. The lead impedances were normal. Isometrics were performed, but the noise and oversensing could not be reproduced. No further actions were taken. This rv lead remains in service and there were no adverse patient effects reported.